Event description:
It was reported that the patient experienced falls, generalized weakness and dyspnea. It was further reported that the right atrial (ra) lead capture could not be confirmed. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.